Event description:
We received an allegation of questionable inr results for one patient tested with the coaguchekxs meter with serial number (B)(4) compared to an unknown laboratory method.  The reporter stated that the meter was always running high and she had to get laboratory work done every time. On (B)(6) 2022 (the specific date is unknown.) The meter result was "4.20" inr. The laboratory result was 2.30 inr.  The tests were performed within 30 minutes of each other. On (B)(6) 2023 the meter result was 6.0 inr. The laboratory result was 3.47 inr. The tests were performed within 30 minutes of each other. The patient's therapeutic range is 2.0 to 3.0 inr.  The interval of testing is 1 week up to 6 weeks.

Manufacturer narrative:
The meter's memory was reviewed during the call and there were no results of 6.0 inr and "4.20" inr in the meter memory. Product labeling states "the coaguchek xs pt test strips provide test results in the range of 0.8 and 8.0 if the measuring unit is set to inr (0.8inr 8.0inr)." The meter and test strips were requested for investigation and have not been received at this time. If the product is returned in the future, a follow-up report will be submitted.  On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and the results have passed the internal inspection.  Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods."  Occupation: patient/consumer.

Manufacturer narrative:
The meter and 2 vials of test strips of the same reported lot were provided for investigation where they were tested using a high-level control sample. Testing results (qc range = 2.4 - 3.6 inr): vial 1: qc 1: 2.7 inr qc 2: 2.8 inr qc 3: 2.8 inr vial 2: qc 1: 2.8 inr qc 2: 2.7 inr qc 3: 2.7 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The investigation did not identify a product problem. The cause of the event could not be determined. Medwatch fields d9 and h3 were updated.